Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high output. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. This rv lead was replaced. No additional adverse patient effects were reported.